Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. The patient¿s previous pump and catheter from (B)(6) 2017 were removed due to infection {refer to manufacturer report # 3004209178-2018-00032 regarding this infection}. They did implant a new one on (B)(6) 2017, but it was also removed due to infection on (B)(6) 2018. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Product ID 8780 lot# (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2018 product type catheter .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the patient was receiving dilaudid at an unknown concentration and dose via the implantable infusion pump. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was reported to be resolved at the time of this report. The patient was alive with no injury.